Event description:
Via third party lawsuit, patient's successor reported patient died as a result of a pulmonary embolism. The patient was using the CT 110 and a-18 dialyzers. No additonal information is available.